Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient's mother contacted animas alleging that the subject pump was not factoring the patient's iob (insulin on board) when calculating a bolus. No additional information regarding the alleged issue was provided. Animas customer support made several attempts to reach the reporter to obtain additional information and review the pump; however, were unsuccessful in their attempts. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 02/26/ 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found in iob calculation. Testing was unable to duplicate the complaint during the investigation process. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The boluses were accurately reflected on the iob status screen. The iob was found to functioning properly. The keypad was functioning properly. Unrelated to this complaint, a force sensor calibration test showed the pump is not detecting the correct force at 5 lb. The force sensor resistance was found to be in specification.